Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements (average at 121 ohms over the last month). Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options for programming changes and an x-ray image, to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.